Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found within specification in relation to the reported 'improper shutdown during infusion'. The evaluator ran the pump for 5 minutes and found the device to operate as intended. A review of the event history log found zero events of 'improper shutdown'. The device was found conforming and no correction identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown during infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.